Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the 2.75x15 mm xience xpedition stent was implanted in the mid left circumflex coronary artery. In (B)(6) 2016, the patient was re-hospitalized for chest tightness. The results of the electrocardiogram were normal and coronary angiography was not performed. Infusion treatment was administered for more than 20 days. The patient recovered well and was discharged. The patient continues to have occasional symptoms of chest tightness. The investigator suspected the patient had a recurrence of angina pectoris and cannot determine if the event is related to the baseline procedure and device. No additional information was provided.